Manufacturer narrative:
Catheter model #: 8709sc, lot#: n283007003, implanted: 2011 (B)(6), explanted: unk.

Event description:
It was reported that the patient's pump was rotating in the pocket, protruding in the pocket. A dye test was performed, no aspiration from the side port. It was determined that there was a catheter occlusion. The patient underwent surgical repositioning of the device due to the rotation of the pump on (B)(6) 2011. The event was of mild severity; resolved without sequela as of (B)(6) 2011. The pump contained morphine.